Manufacturer narrative:
The single use device was received for evaluation. A visual inspection was performed and it was noted that the bladder had ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture problem; however, no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the bladder of a large volume infusor ruptured during patient infusion of medication. There was no patient injury or medical intervention associated with this event. No additional information is available.